Manufacturer narrative:
Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MDR ID: 2134265-2017-04618. It was reported a perforation and subsequent pericardial effusion with tamponade occurred. A left atrial appendage (laa) closure procedure was being performed. Prior to the procedure, a check for effusion showed trace fluid and the laa was noted to be chicken wing shape. A double curve watchman ® access system (was) was positioned. Two 21mm watchman ® laa closure device and delivery system (wds) were each attempted. Both closure devices were deployed too proximal and were therefore recaptured and removed. They then exchanged the double curve was for an anterior curve was. The was was positioned distally in the laa. The was was not tenting, but was on a pectinate ridge. A 24mm wds was advanced, but again the device was deployed too proximal. Sweeps were performed between use of each device and no pericardial effusion had occurred. A second 24mm wds was inserted into the was. The wds was being advanced to the tip of the was when a jump of the was occurred. Injection of contrast showed extravasation into the pericardial space. An immediate sweep showed no increase in the effusion. The chest was prepped in case of effusion and the was was withdrawn. An effusion with tamponade was visible almost immediately due to perforation of the distal appendage. Pericardiocentesis was performed. Approximately 500cc's were withdrawn over the course of an hour and protamine was given. At the end of that hour, there was no increase in effusion. The procedure was aborted and the patient left the lab with a catheter attached to a vacuum bottle. The patient was discharged the following evening.